Manufacturer narrative:
Annex d code added. Correction to product analysis: the markerband was not present and did not return for analysis. The coil was also exposed at the tip detachment site. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one telescope guide extension catheter and one onyx frontier coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion with 90% stenosis in the mid right coronary artery (rca). The vessel tortuosity and calcification made it difficult for passage of equipment. Both devices were inspected with no issues noted. The telescope was prepped per IFU with no issues. Negative prep was performed on the onyx frontier with no issues. The lesion was not pre-dilated. The onyx frontier did not pass through a previously deployed stent. Resistance was encountered when advancing both devices. Excessive force was not used. It was reported that there was damage to the tip of the telescope device, and stent dislodgement occurred during delivery to the lesion. The tip of the telescope tip was torn. The stent snagged on the tip of the telescope catheter and came off the delivery system. After removing the telescope device, the stent was able to be retrieved by using a smaller platform. All devices were retrieved eventually with no adverse effects on the patient. The patient is alive with no further injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The tip of the telescope tip was torn and came off inside the guide catheter, while the guide was inside the patient. The dislodged stent was retrieved with a balloon. Everything was then removed inside the guide catheter. Product analysis: the device was returned for analysis. Device returned with an onyx frontier, launcher guide catheter and a y-connector. There is no complaint against the launcher device. No deformation was evident to the on-ramp. No deformation was evident to the entry port. Deformation was evident to the distal tip with a tear evident. The edge of the torn tip material was not present indicating a detachment had occurred. The detached portion of the tip did not return for analysis. The inner lumen of the telescope was verified using a lumen patency ball. There was no resistance when passing through the damaged tip. No other deformation evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.